Manufacturer narrative:
The returned lead underwent extensive analysis. During the tests, it was found that the lead tip had been pulled away from the ring electrode adhesive. This damage and the coil deformation suggest significant mechanical force had been exerted. The mechanical load imposed during surgery should be considered as the root cause. Shock coil deformation is likely due to the explantation procedure. No deviations from technical specifications could be found that could be related to the clinical complaint. The fixation mechanics functioning and the fixation helix lengths for screwing in and out were notably to specifications. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 2 months, it was reported that the lead was dislodged and had retracted back into the device pocket. No worsening of the patient's state of health was reported.